Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was false empty detect at initial drain and initial drain alarm volume was met. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 15:07:34. During night drain cycle one, the patient's ultrafiltration reading was 1331ml, indicating the home patient (hp) drained 1331ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.